Manufacturer narrative:
The reported events of separation failure and positioning problem were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection, electrical analysis, and longevity assessment did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure for leadless pacemaker. During procedure, it was noted that the leadless pacemaker was difficult to position the leadless pacemaker and the leadless pacemaker failed to separate from the delivery catheter. The reported leadless pacemaker was not installed and an alternative leadless pacemaker was implanted on (B)(6) 2023. The patient was in stable condition.